Event description:
Customer reported erratic readings on his blood glucose monitor. His initial reading was 324 mg/dl. He then "had a blackout." His daughter treated him with orange juice and customer came around. Paramedics were called to the home. His next reading, 15 minutes later, was 104 mg/dl.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.